Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The reported failure was reproduced. The tests revealed that the delta pressure transducer on a printed circuit board inside the gas module was defective, which caused the reported pre-use check failure. The delta pressure transducer is part of the flow measuring in the gas module. The cause of the pressure transducer failure has not been determined. The failure of the delta pressure transducer leads to inaccurate gas flow regulation and, at worst, the air module will be either closed or open during the inspiration phase, which will lead to activation of alarms from the ventilator. (B)(4).